Manufacturer narrative:
(B)(4). Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to missing segments, partial display - grey stripe in the display. Per visual inspection the circuitry adjacent to both the lcd controller and the lcd display is cracked. Unit had broken belt clip rails. The unit p cap, test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in clipridge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.